Event description:
Clinical staff reported that the patient underwent a MRI which observed a device ¿conserved morphology, presence of small capsular folds with a low amount of periprosthetic fluid.¿ the device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma- late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and crease folding.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: crease/folding of implant: unable to observe. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Clinical staff reported that the patient underwent a MRI which observed a device ¿conserved morphology, presence of small capsular folds with a low amount of periprosthetic fluid¿. The device has been explanted.